Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
It was reported that on the back table, during the case, the pin fell from the modular cannulated tri-drive driver. We took the drill from the anatomic set with no effect on the surgery. After the pin fell on the floor it was located and stored safely. The device is available for return. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H6: the broken tri-drive modular handle reported may have been due to numerous surgical uses and subsequent sterilization cycles, which resulted in the dowel pin disassociating from the assembly. However, this cannot be confirmed as although the device was sent to the UK head office, it was never received by the post market team for analysis.